Event description:
While preforming a biopsy in endoscopy it was observed that the radial jaw large capacity with needle biopsy forcep was missing one side of the forcep. Product was thrown away and a new device was opened and used.